Manufacturer narrative:
The impella lp 5.0 has been returned for evaluation. The evaluation is underway and a supplemental MDR will be submitted upon completion of the evaluation. Instructions for use state impella 5.0 "in conjunction with the automated impella® controller, are temporary ventricular support devices intended for short term use" and are designed for usage time of "< 6 days."

Event description:
The complainant reported a (B)(6) male patient presenting with heart failure due to hypertrophic cardiomyopathy. Impella lp 5.0 pump was inserted without issue via right axillary. The pump remained implanted for a period of 994.33 hours until it stopped. It should be known that patient was not deemed a heart transplant candidate and there was "no end strategy." It should also be known that physicians and family were aware that when/if pump had stopped, patient would expire.

Manufacturer narrative:
The impella lp 5.0 was returned and a failure analysis investigation was completed. Data logs confirm a pump stop had occurred beyond design specification. Physical examination and simulated use testing found the root cause of this failure related to coil delamination. A review the device history record found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with pumps from this lot.